Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a "check saline" error message during aspiration. An angiojet® solent¿ omni catheter was selected for a superficial femoral artery (sfa) thrombectomy procedure. During the procedure, after about 20 seconds of use, a "check saline" error message occurred. It was attempted to reset the device with no success. The catheter was pulled out and replaced with a laser. The procedure was completed and the patient status is fine. There were no patient complications reported.